Manufacturer narrative:
This report covers patient no. 16 out of 20. Please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: (B)(4)) for evaluation of this event. It was reported that similar events have occurred for around 20 patients over a year span. Therefore, 20 internal reports have been done and accordingly 20 reports to FDA are done. Reference numbers: FDA 3008478369-2020-00001, 3008478369-2020-00003, 3008478369-2020-00004, 3008478369-2020-00005, 3008478369-2020-00006, 3008478369-2020-00007, 3008478369-2020-00008, 3008478369-2020-00009, 3008478369-2020-00010, 3008478369-2020-00011, 3008478369-2020-00012, 3008478369-2020-00013, 3008478369-2020-00014, 3008478369-2020-00015, 3008478369-2020-00016, 3008478369-2020-00018, 3008478369-2020-00019, 3008478369-2020-00020, 3008478369-2020-00021. Ferrosan medical devices a/s (B)(4).

Event description:
This report covers patient no. 16 out of 20. Please refer to FDA report no.: 3008478369-2020-00001 (internal ferrosan medical devices a/s report no.: (B)(4)) for evaluation of this event.